Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after the promus stent was implanted, the pt noticed her mouth was sore, with white bumps in her mouth, and "itching all over, but no rash". The symptoms were noticed beginning in 2009. The pt has been treated for thrush with nystatin and for a vaginal yeast infection with monistat since the stent was implanted. She also noted on a visit to her family doctor, that her blood pressure was elevated. She also reports diarrhea started a few days ago. She had "liver and kidney labs that were normal" on f/u visit. She had four bare metal stents of an unk brand inserted prior to the promus, and the promus was inserted within one of the previously implanted stents. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.